Event description:
Customer reported a bad high voltage cable. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and found the wires in the camera module to be interferring with iris rotation. Wires were moved to more secure position. System operates as intended.